Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 54 mg/dl with symptoms of thirst, urination, and fruity breath. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there were frequent occlusion alarms that were cancelling boluses. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of frequent alarms.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-jan-2018 with the following findings: the last basal delivery was on (B)(6) 2017. Multiple occlusion alarms observed in the black box; the force at time of occlusions is high. The rewind, load cartridge, and prime steps performed successfully with no alarms. Pump was detecting correct force. Pump exercised for 24 hrs with no occlusions occurring. The total daily dose (tdd) added up correctly and reflected the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.